Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with cracked top case by the tube holders, also cracked right plunger case and battery door. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, the force sensor bridge test error was unable to be duplicated at power up also all the force reading was within the required specifications. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. No adverse effects were reported.